Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device failed pretest for check triggers. Therefore, the reported condition that the device was did not work was confirmed. The assignable root cause of this condition was determined to be traced to environmental issues. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device would not run, the coupling was worn, and there was cosmetic damage. It was noted that the device did not run and the markings were missing or nearly invisible. It was further determined that the device failed pretest for general condition, marking and labeling, check triggers, check the oscillation/forward/reverse mode function, and check power with test bench. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.